Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and affected patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and affected patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist found that the cabinet switch was off and guided the user through powering on the cabinet using the power on and off switch. The system functioned as intended after the technical support specialist troubleshot the device.